Event description:
Tandem tslim control iq pump calculation error. Pump out of warranty, as ofdecember 23, 2025. I was not notified the warranty had expired. Customer support refused to update my pump software, stating it wasn't possible. Reorder took forever. Tandem refused without endocrinologist order. Couldn't get an earlier appointment than (B)(6) 2026 with endocrinology. Subsequent errors. Tandem refused an out-of-warranty loaner. This is the highest my hgb a1c poc has been in over a year. No working control iq, no way to regulate an expired tandem tslim control iq pump.